Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and with missing end cap sticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer states drive support cap was flushed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.